Event description:
It was reported during a da vinci nissen fundoplication surgical procedure, that frayed wires were observed on the double fenestrated grasper instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch up cable was broken at the distal end. The broken cable segment that contained the crimp was still installed in the clevis. The reported complaint of frayed wires does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.